Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient¿s ipg was electively replaced with a new ipg and the pocket site was relocated due to discomfort.